Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to cardiovascular failure and acute renal failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to customer on (B)(6) 2015. The heartmate 3 lvas instructions for use lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to cardiovascular failure. On (B)(6) 2020 the patient had elevated international normalized ratio (inr) level of 7.41. On (B)(6) 2020 a blood transfusion was completed. The patient also had elevated blood urea nitrogen (bun) and creatinine levels and was diagnosed with acute kidney injury on (B)(6) 2020. The patient was taken to the ICU (intensive care unit) in agonal state on (B)(6) 2020 at 18:00. Resuscitation measures were immediately started. The patient was transferred to mechanical ventilation through an endotracheal tube and received indirect cardiac massage. Adrenaline and atropine were given every 5 minutes. Resuscitation measures lasted 30 minutes with no effect. Electrocardiogram showed asystole. At 18:30 biological death was stated.